Manufacturer narrative:
A third party service technician evaluated the device and performed 10k pm (preventive maintenance) on the unit. The unit was tested with default settings and the set measured o2 (oxygen) pressure check was okay. The power board and alarm sounder were replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 unit not supplying o2 correctly to patient. At this time, patient harm is unknown.